Event description:
It was reported by customer that 4 of the bd safetyglide¿ needle's were clogged. The following was received from the initial reporter: reported issue: resistance and unable to push medication.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305106 and lot numbers 3024945 & 3083951. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3024945. D4. Medical device expiration date: 29feb2028. H4. Device manufacture date: 24jan2023. D4. Medical device lot #: 3083951. D4. Medical device expiration date: 30apr2028. H4. Device manufacture date: 24mar2023. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by customer that 4 of the bd safetyglide¿ needle's were clogged. The following was received from the initial reporter: reported issue: resistance and unable to push medication